Manufacturer narrative:
Section h6 health effect - clinical code: 2010 - pleural effusion. Section h6 health effect - clinical code: 1954 - liver damage/dysfunction . Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on hm3 lvas, serial number (B)(6) , and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), is currently available. This IFU lists potential adverse events, including bleeding, multiple types of organ failure and dysfunction (respiratory failure, right heart failure, renal failure, and hepatic dysfunction), and pericardial fluid collection, that may be associated with the use of the heartmate 3 left ventricular assist system. This IFU states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. This IFU also outlines the recommended anticoagulation regimen, including inr range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that following the lvas implant procedure on (B)(6) 2023, the patient had bleeding from a small blood vessel within the soft tissue below the left sternum. The next day, the patient had continued bleeding, as well as inflammation, a fever, worsening right ventricular (rv) failure, and failed volume control. It was also noted that after the surgery, the patient experienced some emotional instability and delirium, and was somewhat aggressive. Although these symptoms eventually improved, it was decided to continue mental counseling and psychiatric medication due to the patient¿s prolonged hospital stay. An acute kidney injury (aki) was observed on (B)(6) 2023. Continuous renal replacement therapy (crrt) was initiated, which was later changed to hemodialysis (hd) 3 times a week. It was communicated that the patient had no history of renal dysfunction prior to the lvas implant procedure. On (B)(6) 2023 the patient was started on anti-inflammatory and anticoagulant medications. A chest x-ray was conducted on (B)(6) 2023, which revealed left sided pleural effusion deterioration and pericardial fluid collection; diuretic medication was subsequently started. A decrease in the interior vena cava (ivc) diameter was also observed on this day. It was reported that while the hepatic vein was still stretched, it improved with right heart failure and pleural effusion treatments rather than additional treatments for hepatic dysfunction. A percutaneous catheter drain (pcd) was inserted on (B)(6) 2023, with least 1.5 liters of drainage collected; however, the drainage site began bleeding on its own. The issue was not related to a procedural problem and was determined to be inoperable. It was further communicated that throughout the patient¿s post-operative course, the patient received as-needed transfusions of red blood cells (rbcs), fresh frozen plasma (ffp), platelets, and cryoprecipitate. The patient¿s bleeding below the left sternum ultimately resolved on (B)(6) 2023; however, the bleeding from the drainage site did not resolve until (B)(6) 2023. The pleural effusion and pericardial fluid collection subsequently resolved on 07oct2023 with the resolution of the bleeding. Due to the patient¿s worsening rv failure, the patient required support with extracorporeal membrane oxygenation (ECMO) from (B)(6) 2023. A right ventricular assist device (rvad) was ultimately inserted on (B)(6) 2023, which remained in place until 16oct2023 when the patient recovered. The patient's hepatic dysfunction was considered resolved on (B)(6) 2023. Additionally, the patient had self-urine output on (B)(6) 2023, following which, hd therapy was put on hold. The patient¿s renal dysfunction ultimately resolved without sequalae on (B)(6) 2023. There were no alarms reported in association with the events. The patient was ultimately discharged following their recovery.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was bleeding from a small vessel below their left sternum on (B)(6) 2023. This bleeding caused pleural fluid collection. The patient was first treated with percutaneous catheter drainage (pcd) and then a blood transfusion. On (bb)(6) 2023, the patient developed renal dysfunction. They had symptoms of inflammation and a fever in addition to the bleeding. Additionally, their right ventricular function had worsened so they were given diuretic medication while on extracorporeal membrane oxygenation (ECMO) support. On the (B)(6) 2023 the patient experienced delirium. Symptoms of their psychiatric episode resolved the next day, but they continued on medication and counseling. Chest x-ray on (B)(6) 2023 confirmed deterioration. The patient also experienced hepatic dysfunction. On (B)(6) 2023 a right ventricular assist device (rvad) was inserted. The rvad was removed on (B)(6) 2023 due to recovery. They also developed an acute kidney injury (aki) and were treated with continuous renal replacement therapy (crrt) on (B)(6) 2023. Crrt was continued for 3 weeks until (B)(6) 2023 when they had a self-urine output. The patient recovered from the aki on (B)(6) 2023. The bleeding resolved and the patient was discharged.